Event description:
ICU medical received additional information fon 14-mar-2024 stating the status of the product at time of event was during infusion. A picture was provided showing a crack in the plastic below the blue y site port. The sample has been discarded. There was no patient harm noted.

Manufacturer narrative:
Additional information provided in b5 and d9. The complaint on the 140019291 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Manufacturer narrative:
A photo was returned showing a crack below the clave at the secondary port. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. It was reported. The b filter line was attached to the y connector. Clinical staff saw drops from the chamber. On inspection, clinical staff saw that there was a crack in the plastic below the blue y site port. No human harm was reported.